Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the samples. Bd received a total of 2 q-syte connecta units. Unit #1 was a used unit which had a top body only q-syte (1) assembly connected to one of the ports and a full q-syte (2) assembly to another. This unit was received without packaging. Unit #2 was an unused unit which was received within a sealed package from lot 8215561 and contained a top body only q-syte assembly (3). Q-syte units 1 and 2 contained damage in the form of tears on both the top and bottom disks. There were traces of adhesive and septum residue present on the rim of the q-syte top body. The unit revealed the septum was unglued from the rim and pushed into the q-syte top body. Q-syte assembly #3 contained no physical-mechanical damage on any of the components of the representative unit. A water leak test was performed where all units were tested in both the actuated and unactuated positions. Leakage was not observed with any of the units. Although the unit did not leak during the performance of the water leak test the received condition of the unit #1 (septum unglued-pushed in) could have been a contributive factor for leakage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that the bd connecta¿ stopcock has been found experiencing leakage during use. The following has been provided by the initial reporter: when the transfusion was rinsed, the nurse realized that the foam was soaked with wafer fluid at the valve guard. The nurse stopped the pump and discovered that the rest of the bag spilled into the patient's bed. She mismatches the tubing of the proximal valve and realizes that the anti-reflux is damaged and no longer performs its function. As the tubing is no longer occlusive, the liquid has been completely lost.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd connecta¿ stopcock has been found experiencing leakage during use. The following has been provided by the initial reporter: when the transfusion was rinsed, the nurse realized that the foam was soaked with wafer fluid at the valve guard. The nurse stopped the pump and discovered that the rest of the bag spilled into the patient's bed. She mismatches the tubing of the proximal valve and realizes that the anti-reflux is damaged and no longer performs its function. As the tubing is no longer occlusive, the liquid has been completely lost.